Event description:
Pt required nasogastric tube due to complain of severe abdominal pain, vomiting x 1 and firm abdominal. Several attempts to insert 16 french nasogastric were made per emergency room staff with great difficulty staff was unable to advance nasogastric tube in esophagus. Physician attempted insertion of 18 french nasogastric and was able to advance tube unable to verify placement with insertion of air. Post cibum x-ray taken. Pt remained uncomfortable. No return and unable to irrigate due to pain. Computerized tomography showed nasogastric to be protruding from tear in esophagus. Nasogastric was discontinued prior to transport of pt. Actual nasogastric tube used is not available or the packaging.